Event description:
It was reported that this pacemaker exhibited farfield oversensing and cross talk but was appropriately blanked. The device remains in service. No adverse patient effects were reported.